Event description:
Boston scientific received information that received information that during a routine check a possible right ventricular (rv) lead fracture was suspected. Pacing impedances had been greater than 2500 ohms in unipolar and bipolar configurations and in the daily measurements for over two months. This was a change from previous measurements of 400 ohms range. In addition, there was no capture at maximum output and no sensing with several noise episodes also noted. This patient was not device dependent but did complain of shortness of breath. A prior device check noted less than 50% pacing in the ventricle and around 60% at this recent check and thought related to the loss of sensing. However, the physician did not think this was related. The patient had reported a physical altercation involving their chest at some point and was being admitted as an x-ray was to be performed. No further adverse patient effects were reported.

Manufacturer narrative:
The lead was later surgically abandoned and a new lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.